Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Display (image errors) defective, replaced. Battery has been replaced. Safetytest iec60601 has been passed. Functional testing and test measurements without error.

Event description:
In this event it was reported that a raypex 6 apex locator causes electrical sensation; the outcome of the patient is unknown as of this MDR evaluation.